Event description:
Non-delivery reported. The pump was set to infuse a 3-in-1 tpn solution of 3l over 15 hours with 1 hour taper up and taper down cycles via an infusaport. Upon setup, the home care patient got a "prime overuse" alarm followed by an "error 143" alarm message. He powered the pump off and on, then he was able to start the infusion. The next morning he noted that there had been no delivery of the tpn solution overnight. The home care nurse arrived at his home and noted the display showed a program for 3000ml over 15 hours. However, the display also showed 0.0ml infused and a delivery rate of 0.0ml/hr. The patient stated there were no alarms during the overnight period. The home care nurse "rezeroed" the pump and reprogrammed it. The pump then started to infuse as expected. There were no adverse effects to the patient. The patient also had morphine infusion via the infusaport, the line remained patient.

Manufacturer narrative:
A review of the pump's history log indicated on 5/4/97 prime overuse and error 143 alarms had occurred at 8:36 p.m. The infusion was then started at 8:38p.m. And ran for 14 hours and 29 minutes. At that time, new container was selected and the infusion was stopped after 6 minutes. The customer set, list #13514 was returned with the pump for testing. The pump was programmed and tested using the customer profile: tpn 3000ml over 150 hours, with taper up and down. The infusion test ran within product specifications and without any alarms. The percent of error was -2.36%. The error 143 could not be reproduced during testing. The prime overuse alarm occurs when priming has exceeded two minutes of continuous priming. It is possible, that if the tubing was placed in a carry case in such a position as to completely obstruct the flow of fluid proximal to the device, no infusion would have occurred.